Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate but could no reproduce the reported issue. The stm verified that the batteries were charging but decided to replace the batteries as a precautionary measure. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service. The full name of the event site was shortened due to field character limit; the full name is cw (B)(6).

Event description:
It was reported that during use, the batteries on the cardiosave intra-aortic balloon pump (iabp) were not staying charged, appeared to charge erratically, and the led indicator on the battery went from 5 to 1 led in a very short period of time. There was no patient harm and no adverse event reported.